Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular lead. Lead replacement is anticipated but has not been performed. The patient was stable. Further information was requested.